Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that inappropriate shock was delivered when it comes to the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode due to noise detected as an arrhythmia. The patient was hospitalized and the device therapy was turned off. No change the system position was noted via x-ray. Troubleshooting will be performed. No adverse patient effects were reported. Additional information noted that troubleshooting took place and noise provocation tests were performed with no findings. The device was reprogrammed and exercise testing was done to confirm normal sensing at high rates. The patient was discharged.